Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed and deleted transmitter serial number from pump and repaired but transmitter would still not communicate/trigger a "sensor connected" alert. No harm requiring medical intervention was reported. The customer discontinued the use of the device. Mmt-7841zn was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. Unit was able to charge, led to flash properly and pass rf ble association test. Unit failed the downgrade utility; problem was isolated to electronic assembly. Unable to perform downloader test or accuracy test due to failure to downgrade. In conclusion: the customer complaint of transmitter not communicating is not confirmed. However, the unit failed to downgrade/download during functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.